Event description:
The customer reported hemolysis during an exchange procedure. Patient information and outcome are unknown at this time.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Two used optia sets were received for investigation. Initial observation noted the product bags were not returned. One set returned the vent bag and blood was present. The right-hand side of the cassette on each set was a reddish tint in colour. Clotting was observed in the channel and inlet line trap on both sets with slight clotting noted in the reservoir of one set. No kinks, leaks, missing parts or misassemblies were noted. Investigation is in process. A follow-up report will be provided.